Manufacturer narrative:
The investigation for the access site bleed and product damage has been completed. The impella has not been returned for evaluation. Clinical details were not sufficient to determine the root cause. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The root cause of product damage was not determined as insufficient clinical details were provided and no product and the data logs were returned for analysis. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-11719 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-11719 was submitted. H.6 code 4114 was reported incorrectly on the previously submitted manufacturer device report 1220648-2024-11719. A new code has been added to type of investigation codes. H.10 additional manufacturer narrative on the previously submitted manufacturer device report 1220648-2024-11719 stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Abiomed received information from the stemi dtu study which reported a patient was implanted with an impella cp in (B)(6) 2023 which was successful for one day. Later, the study team relayed a "probable" relationship of a hematoma/anemia to the use of the impella cp. The hematoma was treated with manual hold/pressure and was not a reportable event. In (B)(6) 2024, the study team reported additional events of access site bleeding and "torsion" of the pump for this patient. The kink/torsion and blood loss prompted pump explant with hypotension from the kinked and underperforming pump. The patient received two units of blood products.